Manufacturer narrative:
Device evaluated by manufacturer - further examination of the returned device revealed that electrodes #5 of all the splines (1 to 8) were found peeled. Also, a scratch was found in the back section of spline 2. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that following the procedure, foreign material was found. The intellamap orion catheter was used in a diagnostic mapping procedure for a patient with paroxysmal atrial fibrillation. Upon removal of the intellamap orion catheter it was noted that there was a suspicious detritus on one of the splines. The physician noted that it did not appear to be a clot; the staff inadvertently cleaned the catheter. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device does not have visual defects. In addition the device does not have evidence of foreign matter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that following the procedure, foreign material was found. The intellamap orion catheter was used in a diagnostic mapping procedure for a patient with paroxysmal atrial fibrillation. Upon removal of the intellamap orion catheter it was noted that there was a suspicious detritus on one of the splines. The physician noted that it did not appear to be a clot; the staff inadvertently cleaned the catheter. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that following the procedure, foreign material was found. The intellamap orion¿ catheter was used in a diagnostic mapping procedure for a patient with paroxysmal atrial fibrillation. Upon removal of the intellamap orion¿ catheter, it was noted that there was a suspicious detritus on one of the splines. The physician noted that it did not appear to be a clot; the staff inadvertently cleaned the catheter. The procedure was completed with this device. No patient complications were reported.